Event description:
Received report from takara bio personnel on 04/26/2005 of cracked cryocyte bag that happened on 04/26/2005. Information from takara bio stated:l the company received the complaint for product of cryocyte bag. R4r9951 (cb-20) lot no. H98e26460. 2005 about the event of cracking of one3 cryocyte bag during the thawing. The bag was filed with cord blood and had been frozen. Storage and transport of freezing bag was done in vapor ln2. The returned bag was washed and decontaminated by the two round of over 8-hour treatment with 1% sodium hypochloride in our facility. Patient did receive the product in the cryocyte bag. There is no patient information available. The bag was overlapped with a sterile bag. No test was performed for the broken bag. There was about 20ml of cord blood in the bag. A metal cassette was used for freezing and storage.